Manufacturer narrative:
Sections with additional information as of 26-jan-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: incorrect test strips were returned for evaluation. Scrapped incorrect strip vial returned. Meter was returned for evaluation. Reported defect not reproduced on returned meter. No defect found. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for error message (e-5). Customer states that she is feeling dizzy due to her diabetes but denies the need for any medical intervention at this time. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/14/2023 and open vial date is one week ago.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.